Event description:
A user facility submitted a repair request to the olympus service center, for the endoeye flex deflectable videoscope having grip cover air leakage. Upon inspection and testing of the customer returned device, the scope exhibited noise due to damage to the imaging unit, and images was temporarily unavailable. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, noise generated due to damage to the imaging unit, and images was temporarily unavailable, bent tube bending collapse, bending angle insufficient due to elongation of the angle wire, water tightness not maintained due to holes in the curved rubber, curved rubber adhesive missing, and watertightness not maintained due to the deformation of the gripper grip cover. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a defective image sensor unit, or failure of the inner board of the video connector or the system caused the event. Olympus will continue to monitor field performance for this device.